Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism had fired prematurely due to a damaged component, leaving the needle tip partially extended and unable to retract. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. This condition would be visible to the user via the viewing port upon placement. The patient followed the labeling as recommended. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called to report that she had a pod which she had to remove early because her bg rose to "high" the morning after she put it on, and did not come down after a bolus. She removed the pod, and found that the needle had not retracted into the pod, and found that the needle had not retracted into the pod. She was able to activate a new pod successfully. No further issues reported. The device is being returned for evaluation.